Manufacturer narrative:
It was reported that during a unilateral total hip arthroplasty, the liner couldn't be implanted into the 54mm outer cup. It didn't work even after cleaning up the peripheral tissue out of the outer cup and put in cold water. Finally a 55 bone cement cup was used to complete the surgery. The associated reflection acetabular liner, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has some signs of damage from the attempted insertion. The device was manufactured in 2018. A dimensional evaluation was performed and noted that the only feature that measured out of specification was profile of the splines. This is the mating feature for this liner and was noticeably damaged during attempted implantation, along with other aspects of the liner. The measurement results are inconclusive due to the damage, and this complaint cannot be contributed to a manufacturing defect at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documentation revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or an improper surgical technique. A clinical analysis noted the provided images and medical history did not provide insight into the reported event. Although a surgical delay was reported, no patient injury was reported. The surgical technique outlines surgical tips on successful implantation. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a unilateral total hip arthroplasty, the 32mm 54-56 linear couldn't be implanted into the 54mm outer cup after several times. It didn't work even after cleaning up the peripheral tissue out of the outer cup and put in cold water. Finally a 55 bone cement cup was used to complete the surgery .